Event description:
Caller has pt with an emboli wire inside a lumen of the double lumen groshong. The wire that was removed is measuring at 58cm even though it came out of a 45cm catheter. After PICC was placed, ordered a bedside x-ray. The wire stayed in place until after the x-ray was done and read. She did not flush the PICC lumen before the wire was removed, she felt resistance when she was pulling on the wire and believes the stylet broke and about 4 cms is inside the groshong PICC. "Advised that the PICC needs to be removed and..."

Manufacturer narrative:
The complaint that the tls stylet broke was confirmed but the cause is unk. The product returned for evaluation was a proximal segment of a tls stylet. The distal tip, containing the magnetic region, was detached and was not returned for evaluation. The returned segment consisted of the yellow pull tab, most of the polyimide tubing, the entire core wire and a segment of the blue shrink tubing. The stylet contained multiple kinks and bends. Microscopic examination revealed that the fracture edge on the stylet was predominately straight and contained a granular veneer. The shrink tubing had broken just distal of the core wire and could be seen crumpled up inside the polyimide tubing, proximal of the break site. The polyimide tubing was compressed against the core wire and the tubing was twisted in multiple locations. The veneer on the stylet was translucent and glossy. The damage on the sample indicates that it was likely a difficult insertion or removal. The stylet could easily be removed from a non-complainant catheter, both when the catheter was held in a single curve and a double curve configuration. The exact mechanism which caused the tip to break on the stylet is unk at this time. It is possible that difficult catheter insertion and difficult stylet removal could have contributed to the complaint. The complaint statement stated, "she did not flush the PICC lumen before the wire was removed. She felt resistance when she was pulling on the wire and believes the stylet broke and about 4 cms is inside the groshong PICC." The stylet must be flushed prior to removal in order to hydrate the lubricious hydrophilic coating. The stylet should not be retracted against resistance. The IFU states, "never use force to remove the stylet." A lot history review (lhr) of rewc0421 showed no other similar product complaint(s) from this lot number.